Manufacturer narrative:
(B) (4). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. During the index procedure in (B) (6) 2008, a 90% stenosed non-target lesion located in the 1st diagonal artery that was 8 mm long with a reference vessel diameter of 2.50 mm was treated. Treatment was balloon angioplasty and a taxus express2 stent and was deemed clinical angiographic success. In (B) (6) 2009, the patient experienced revascularization of the 90% stenosed 1st diagonal. The physician used an unknown balloon and deployed a non-bsc stent. Residual stenosis was 0%.